Event description:
Event: injection site arthritis. 2007- female patient received artz (=sodium hyaluronate) injection into both knees for the treatment of osteoarthritis following paracentesis. After going home, she experienced swelling and pain of both knees. Joint fluid accumulated 30ml in the right knee and 50ml in the left knee. Both knees were fixed and she got hospitalized. Bacterial culture test of joint fluid was performed and resulted in negative. The following month- swelling and pain was relieved. Physician's comment: the events were caused by some acute reaction but not bacterial inflammation. Artz is the most suspicious product even though the patient had received artz once every two weeks before the events.

Manufacturer narrative:
We are now investigating unclear points in this case.